Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for a system explant due to an unrelated infection on (B)(6) 2016, the already capped lead had broken off and was unable to be explanted. The lead partially remains inactive inside the patient. There are no plans to re-implant at this time.